Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and hospitalization. Customer's blood glucose level was over 1100 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced diabetic ketoacidosis, thirst, vomiting, upset stomach and hot flashes. Customer treated themselves via the insulin pump and was wearing the insulin pump at the time of hospitalization. Customer advised they never changed out their site as a result of not thinking clearly. Customer advised the paramedics lost their reservoirs on the way to the hospital. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Customer called back to perform the high pressure test and was able to pass.